Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "patient revised for stability. Replaced the 9mm insert with 11mm cs insert."